Event description:
Bard rapid fire ligator -lot #88hl0454- plastic twisted - misfired. Lot #88hl0974 - ligating unit fell off. Retrieved with rat tooth, grasped string. See incident report filed. Sclerotherapy done with 7cc. Sodium morrhuate - to return in 4 weeks.